Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a coronary artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.